Manufacturer narrative:
Image review: eleven images were provided. There was no computed tomography (CT) scan or executive summary provided for anatomical c onsiderations. There was an angiographic image of the annulus in the right anterior oblique (rao) view projection provided that shows evidence of heavy calcium in the annulus and left ventricular outflow tract (lvot). It was reported that prior to the attempted im plant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic (beckton dickinson true) 18-millimeter (mm) balloon due to patient calcification. Evidence shows the valve was inflated multiple times and migrated from the annulus to above the annulus prior to a second full inflation within the annulus. There was no fluoroscopic valve check provided prior to insertion of the delivery catheter system, therefore it cannot be confirmed or denied if the valve was loaded properly. It was reported that on the first deployment that the positioning of 0/-1 mm on the non-coronary cusp (ncc) in the cusp overlap view and 3 mm on the left coronary cusp (lcc) was unacceptable. Evidence shoes the valve at the point of no recapture in the cusp overlap view (cov) to be approximately 0 on the ncc. Per medtronic¿s instructions for use (IFU), a recapture is recommended if the valve is <(><<)>1 or >5mm. Evidence shows the valve was recaptured and redeployed at a deeper depth. Evidence supports the valve is approximately 3-4mm on the lcc. However, we can only confirm depth on the ncc in the cov, therefore it cannot be confirmed or denied the depth on the ncc. Subsequently we know that moving the camera to a left anterior oblique view (lao) projection makes the ncc depth look more shallow, and evidence does support that the valve on the ncc appears >1mm in the lao projection. It was reported that after full release of the valve upon removal of the delivery catheter system (dcs), the nosecone of the dcs caught on the inflow of the valve, resulting in dislodgement to 0 mm on the ncc and 0 mm on the lcc. There was no evidence provided of full release of the valve, or removal of the nose cone from the valve, therefore we cannot comment on what caused the valve to move. Evidence does support the valve at full release to be in a shallower position than at the point of no recapture. Evidence supports a depth of approximately 2-3mm on the lcc in the lao projection. There is no image in the cov view therefore the depth cannot be confirmed on the ncc. From the angiogram, evidence does not support moderate to severe central or paravalvular leak. To confirm if leak was present, we would need to remove the stiff working wire from the left ventricle and record hemodynamics and an echocardiogram. It was repor ted that the valve looked constrained, and due to risk of further embolization, a non-medtronic (cook petticoat) stent was placed in the outflow of the valve. Evidence shows the valve in the same position with a stent placed in the ascending aorta around the aortic arch with a pigtail within the stent and the left ventricle. Evidence supports minimal leak from the angiographic image provided. To assess leak we would need an echocardiogram or hemodynamic findings with the pigtail removed. Therefore, it cannot be confirmed or denied without evidence provided. It was reported that central aortic regurgitation and paravalvular leak (pvl) remained following the stent placement, so the procedure was converted to open surgery. Per medtronic¿s IFU potential risk associated with the evolut bioprostesis may include but are not limited to, valve migration and emergent surgical intervention. Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve constraint was due to positioning at -1 mm on the non coronary cusp (ncc). Additionally, there was no pvl following dislodgement, the pvl occurred after the stent was placed inside the valve. The severity of the central aortic regurgitation was severe.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 18 millimeter (mm) balloon due to patient calcification. It was observed that the balloon slipped during the bav, so an additional pre-implant bav was performed. Upon the first deployment attempt, it was determined that the positioning of 0/-1 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) was unacceptable. Subsequently, the valve was recaptured. Upon the second attempt, the valve was successfully placed at 4 mm on the ncc and 4 mm on the lcc. Upon removal of the delivery catheter system (dcs), the nosecone of the dcs caught on the inflow of the valve, resulting in dislodgement to 0 mm on the ncc and 0 mm on the lcc. It was reported that the valve looked constrained, and due to risk of further embolization, a non-medtronic (cook petticoat) stent was placed in the outflow of the valve. Central aortic regurgitation and paravalvular leak (pvl) remained following the stent placement, so the procedure was converted to open surgery. Additional information was received that the valve constraint was due to positioning at -1 mm on the non-coronary cusp (ncc). Additionally, there was no pvl following dislodgement, the pvl occurred after the stent was placed inside the valve. The severity of the central aortic regurgitation was severe. Additional information was received that the severity of the pvl that occurred following stent placement was severe.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic (beckton dickinson true) 18 millimeter (mm) balloon due to patient calcification. It was observed that the balloon slipped during the bav, so an additional pre-implant bav was performed. Upon the first deployment attempt, it was determined that the positioning of 0/-1 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) was unacceptable. Subsequently, the valve was recaptured. Upon the second attempt, the valve was successfully placed at 4 mm on the ncc and 4 mm on the lcc. Upon removal of the delivery catheter system (dcs), the nosecone of the dcs caught on the inflow of the valve, resulting in dislodgement to 0 mm on the ncc and 0 mm on the lcc. It was reported that the valve looked constrained, and due to risk of further embolization, a non-medtronic (cook petticoat) stent was placed in the outflow of the valve. Central aortic regurgitation and paravalvular leak (pvl) remained following the stent placement, so the procedure was converted to open surgery.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 04-oct-2027, UDI#: (B)(4) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.